Manufacturer narrative:
Cmp-(B)(4). Medical products - unknown bi-metric stem, unknown m2a magnum cup, unknown m2a taper adapter, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Hjorth, m.h., egund, n., mechlenburg, I., gelineck, j., jakobsen, s.s., soballe, k., stilling, m. (2016). Does a titanium sleeve reduce the frequency of pseudotumors in metal-on-metal total hip arthroplasty at 5-7 years follow up?. Orthopaedics & traumatology: surgery & research, 102. Http://dx.doi.org/10.1016/j.otsr.2016.08.020 multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-01808, 0001825034-2017-01810, 0001825034-2017-01811, 0001825034-2017-03231

Event description:
It was reported in a journal article intra-articular fluid collections were seen in 45 out of 47 hips. No additional patient consequences were reported.